Manufacturer narrative:
Date of event:unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short-needle insulin syringe the product was damaged. This complaint was created to capture the 4th of 4 related incidents. There was no report of patient impact. The following information was provided by the initial reporter: 22-march-2023: it was reported by the customer that the syringes are damaged when unpacking. 22-march-2023: rcc reviewed the supporting evidence and there were syringes with different types of damages. Such as needle hub fall off from the barrel, syringe without plunger, only a plunger, broken barrel, broken needle in the cap, broken thumb rest and broken finger flange.

Event description:
It was reported while using bd ultra-fine¿ ii short-needle insulin syringe the product was damaged. This complaint was created to capture the 4th of 4 related incidents. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2023: it was reported by the customer that the syringes are damaged when unpacking (B)(6) 2023: rcc reviewed the supporting evidence and there were syringes with different types of damages. Such as needle hub fall off from the barrel, syringe without plunger, only a plunger, broken barrel, broken needle in the cap, broken thumb rest and broken finger flange.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary the customer returned (30) 0.5ml 29ga syringes, reporting hub separates, missing plunger, plunger separates, broken barrel, broken needle, broken thumb press, and broken flange. The syringes were visually examined and observed (21) syringes with separated hubs, (2) missing plunger rods, (1) missing stopper, (2) broken barrels, (3) broken thumb press, (1) broken flange, and (1) broken cannula. Based on the samples received and visual examination, embecta was able to confirm the reported failure. A review of the device history record was completed for batch # 2059447 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.